Event description:
(B)(6): the user reports that on one occasion to prepare the injection and touch the metal chassis of the computer, you receive a small electric shock without achieving any result.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.